Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device was partially deployed and the clip was mislocated on the flex-guide. It was additionally reported that resistance was felt during thumb advancer deployment which was stopped approximately 2.5 cm distal of the tip. Inspection of the internal components confirmed the safety release mechanism was activated to facilitate removal of the device from the patient anatomy. Retraction of the thumb advancer for removal of the device also retracts the clip carrier tube resulting in the clip being pushed off the carrier tube and appearing as if the clip deployed in the sheath. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. A query of the database for similar incidents was performed and review of the records does not indicate a lot specific product quality deficiency. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip deployed in the sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.